Event description:
Vns patient has been experiencing an increase in seizure activity, shortness of breath, increased respiration, increased heart rate, left ear pain and increased sallvation for a couple of months. It was also reported that the patient has been scheduled for an echocardiogram and holter monitor. Approximately 5 months ago, the patient fell on their back. X-rays were taken and reviewed. No abnormalities regarding the vns system were noted on the x-ray review. Device diagnostic testing was within normal limits, indication proper device function. It was further reported that there were medication changes in the patient's lamictal and depakote during this time. Investigation to day has been unable to determine whether the vns is a contributing factor to the increased heart rate or whether the increase in seizure activity was above pre-vns baseline frequency as no response has been received to manufacturer's request for additonal information from treating neurologist.